Event description:
Complainant alleged that during biomed testing, the device would not power on via battery power. The device was able to power on via ac power. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product and this complaint is still under investigation.